Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo analysis: nine photographic images of the patient¿s symptoms were received for evaluation. The photographic images confirm the patient¿s symptoms of hives/rash include the patient¿s back of the neck, both arms, and treated legs. The treated legs appear to be bright red, raised blotching, and swollen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a venaseal closure system during procedure for treatment of the great saphenous veins (gsv, bilateral and duplicated gsv). Local anesthesia was used. The lumen was flushed prior to use. The IFU was followed. A guidewire was used for insertion of the catheter. Procedure was completed without complications. No initial issues, ultrasound performed at 2 days post treatment with no issues found. Symptoms appeared 6 days post operation. Patient had inflammation on both thighs. Itching and pain in legs had worsened. Patient¿s skin where venaseal was applied was bright red, warm and raised blotching in appearance. Left leg (which had 2 veins treated) could not be bent/moved without severe pain. Seven days post-treatment patient presents with new raised red rash/hives up and down both arms that goes around both wrists. Patient states itching is worse but pain has slightly decreased. Patient had been on benadryl tablets for 24 hours and 800 mg pain medication. Patient feels symptoms and overall state has worsened. Patient is very frustrated and upset. New rash is all over body, chest, arms and legs. Patient also states legs are very swollen and is having a hard time putting on shoes. The physician discussed using standard solu-medrol dosepak, which starts at 40 mg and tapers off over 5 days. The patient is reported to be finishing up their current steroids. The signs and symptoms have improved, but the last time the patient finished up the steroids dose, it took about a day for the hives to reappear.